Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a patient had a skin irritation under the therapy electrode belt. The patient reported that she was itchy under one of the electrodes and that her skin was raised and oozing. The patient spoke to her cardiologist who advised the patient to use hyrdo-cortisone cream to treat the rash. Follow-up indicated that the rash had improved.